Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement. The bench technician has found the device with this issue needs a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.